Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. On the same day as onset, the patient was taken to the hospital via an ambulance. On the same day, the patient was diagnosed with peritonitis and admitted to the hospital for the event. The cause and treatment for the peritonitis was not reported. On an unreported date, (stated as ¿only yesterday¿) the patient was discharged home. On an unreported date in the same month as onset, the patient was recovered from the peritonitis. It was not reported if extraneal therapy was ongoing. No additional information is available.